Manufacturer narrative:
A livanova service representative was dispatched to the facility to inspect the unit in question. The inspection of the outer and inner parts of the heater-cooler system 3t revealed minor residuals and a small amount of biofilm in several locations. During follow-up communication with the customer, multiple contradictory statements have received regarding the contamination status of the device. According to the latest information, the unit has not tested positive. All test results provided by the customer show negative results. The service representative confirmed that at the time of this complaint, no positive test results had been received. In (B)(6) 2017, another complaint regarding this unit was received (see medwatch 9611109-2017-00027). During a subsequent review, it was determined that these two complaint were duplicates. Therefore, livanova (B)(4) has determined that this medwatch report (9611109-2016-00744) is void and all additional investigation will be carried out and documented under medwatch report number 9611109-2017-00027. Duplicate of 9611109-2017-00027.

Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The customer reported that previous water sampling results have been negative for contamination. The customer also reported that disinfection is carried out according to the current instructions for use (IFU). However, hydrogen peroxide is not used during disinfection. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for "something" during routine water testing. There is no known patient involvement.